Event description:
The reporter stated that, the surgeon was using a competitor's lens with the msi-pm injector and noticed upon loading that the lens haptic appeared to be sideways in the cartridge. No patient contact.